Manufacturer narrative:
Evaluation results: retain samples from test strip lot 0822524 have been tested and one of eight retain vials was confirmed to also produce low results with control solution testing. Further observation observed a scratch in the channel of the carbon side of the strip. The scratch completely severs the channel causing an electrical "open". The location of the scratch leaves half of the carbon area to conduct charge during the reaction, potentially resulting in a low reading. These erroneous results may occur in the "c" zone of the parkes error grid, and as such, have the potential to be clinically significant. Remedial action (B) (4) was reported to the (B) (4) district office on 10 jun 2009. This is a final report.

Event description:
Customer reported receiving low reading on their freestyle lite meter using reported test strip lot # 0822524. They reported receiving a reading of 51mg/dl on (B) (6)2010 and a reading of 42mg/dl on (B) (6)2010 that were lower than they felt they were. They stated specifically that they experienced symptoms of dizziness on both days and drank "too much soda and orange juice" to help stabilize their perceived low blood glucose. Although a specific date was not provided, the customer further reported they saw a local physician and was diagnosed with hyperglycemia. No third party medical intervention or treatment was reportedly provided. There was no report of death or permanent impairment associated with this report.